Manufacturer narrative:
(B)(4).

Event description:
It was reported "the doctor found cuff leakage when using on patient". No medical intervention required. No patient harm or injury. The patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for investigation. The manufacturer reported: "an actual sample was returned for investigation. Further checking was performed by inflating the cuff by using endotest. However, the endotest unable to maintain its pressure at 25mbar. The cuff was observed under magnifying camera to observe the leak. It can be observed cut mark on cuff. In addition, visual inspection, 100% water leak test, inflation and deflation test were perform in manufacturing and such obvious defect able to be detected and taken out as it will fail all the testing at manufacturing site. Based on the investigation, the defect mode on cuff leakage was matches with the complainant report. However, in manufacturing site, there were visual inspection, 100% water leak test, inflation and deflation test were perform in manufacturing and such obvious defect able to be detected and taken out as it will fai l all the testing at manufacturing site." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the doctor found cuff leakage when using on patient". No medical intervention required. No patient harm or injury. The patient's current condition reported as "fine".